Manufacturer narrative:
The issue was investigated in detail. According to the received information the tabletop struck into a "mavic" ceiling rail. It was found that the room configuration was set to 8000 mm in each direction. This is the default factory setting with no restriction for movement in any direction. Therefore, the installation protocol from 2017 of the concerned system was analyzed. It showed plausible values for an examination room and, thus, it can be concluded that the movements were limited properly at the start-up. At the time of the incident the room dimension values were not the same as those listed in the installation protocol and, therefore, the collision with the mavic ceiling rail could occur. It could not be determined when or how the reset of the room dimension values to the default factory settings occurred. The investigation of the service history of this system did not indicate any issues that could relate to this incident. According to the information received from local service technician, the system works properly following correct room adjustments. No similar cases from the field have been reported.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported incident. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
According to the information provide to siemens, the tabletop of the axiom luminos drf struck the ceiling rails. The ceiling rails are manufactured by a third party - (B)(4). It is common for surgical lights to be attached to such ceiling rails. Siemens local service engineer inspected the systems and exam room; he determined that the room was not correctly configured to proper dimensions. There are no injuries attributed to this case.